Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited a high current drain. No intervention was reported; the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.